Event description:
It was reported that during a thyroidectomy, the backside of the device burned the skin, a vertical burn on the lower half of skin incision. The surgeon performed a vertical incision to excise the burn. The burn was discovered at the end of the case. Device was discarded. Additional information is being requested.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.